Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset following instructions from technical support, but issue persisted, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.